Manufacturer narrative:
The cartridge has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged loss or prime alarms had been emitted multiple times, and with 2 or more cartridges. The patient had a blood glucose over 600 mg/dl with no symptoms. No unusual treatment was required. This complaint is being reported as the patient experienced hyperglycemia subsequent to the loss or prime.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2017 with the following findings:. No defect was found. Cartridge passed fill and leak testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.